Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d4, g4, g7, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that unexpected stress was applied to the ccd unit due to user handling and the ccd unit failed. As stated on the IFU and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced camera head was returned to the service center for evaluation. The evaluation found there was no image displayed due to a faulty charged coupled device (ccd) unit. Additionally, there was a shortage in the cable and intermittent noise/streaks on the image. A review of the repair records indicated the camera head was last repaired on (B)(6) 2018. Purchase date, march 1, 2011. The customer declined to repair the camera head and requested to trade-in the device towards the purchase of a new camera head. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed by the user facility, that during a procedure the high definition autoclavable camera head reportedly had an image problem, bad picture. No death or serious injury was reported.